Event description:
The customer reported a speaker malfunction. The customer is not sure if sound is coming from the bedside, but they do see the alarms and hear sound at the central.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.